Manufacturer narrative:
Date of event: unknown. Investigation summary: the investigation was not able to confirm what customer had experienced as no samples were received for evaluation. Root cause description: a review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance no abnormality was observed during the production of the reported batch. The investigation was not able to confirm what customer had experienced as no samples were received for evaluation. Hence, root cause is unable to be determined if samples are received in the future the complaint will be re-opened and re-investigated. Rationale: the complaint will continue to be tracked and monitored.

Event description:
It was reported that there was a clog with a bd pen ndl¿ 31g 8mm 90 count. The following information was provided by the initial reporter: found during injection medication will not always flow out during injection, reviews flow check and proper placement steps she does not want to complete a flow check.

Manufacturer narrative:
The following fields were updated due to investigation of samples returned: method codes: 10, 3331. Result codes: 114. Conclusion code: 19. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 2nd related complaint for clog on lot # 8058376. Investigation summary: customer returned (2) 31g x 8mm bd pen needles without tear drop labels attached (used). Consumer reported will not always flow out during injection. Both returned samples were examined and exhibited bent non-patient end cannulas. No manufacturing defects were observed on either sample. A review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance. No abnormality was observed during the production of the reported batch. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - the bent needles on the non-patient end of the cannula would be the cause for no insulin flowing through, hence the customer would think the needle was clogged (as reported). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time .

Event description:
It was reported that there was a clog with a bd pen ndl¿ 31g 8mm 90 count. The following information was provided by the initial reporter: found during injection medication will not always flow out during injection, reviews flow check and proper placement steps she does not want to complete a flow check.